Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. On an unspecified date, the reporter claimed the patient obtained a blood glucose reading with the subject meter that was "50 mg/dl points" higher than a reading obtained on another device (onetouch ultra2 meter), performed within a minutes of each other. The reporter did not recall the actual results obtained with either of the meters. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.